Event description:
It was reported that the user experienced hyperglycemia while pairing a replacement ilet after having turned the device off overnight, with a reported blood glucose peak of 323 mg/dl and readings outside 70¿180 mg/dl for a few hours. Investigation of this case revealed no device malfunction identified and that the patient¿s glucose normalized with continued use. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and return to target range later the following day. It was concluded that hyperglycemia occurred with unclear cause and no injury reported at the time of call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.